Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak. Discoloration was seen inside the device and residual fluid and fluid stains were found on the surfaces of internal assemblies. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels. Insulet has initiated an internal corrective action to investigate this failure mode and mitigate its recurrence.

Event description:
The customer reported that "her sugars were running high at over 300mg/dl" while this pod was worn. As a result, she had to administer a manual insulin injection. No specific device issue was reported. The pod will be returned for evaluation.